Event description:
Pt in v-tach. Zoll monitor-defibrillator did not release charge. Pt was on defibrillator pads. Attempted to use paddles-zoll would not release charge.

Event description:
Add'l info rec'd from MFR 1/22/2004: during a follow-up conversation with the customer, the complainant indicated that during an initial evaluation of the device prior to returning it to zoll they isolated the malfunction to the device's multi-function cable. However, after the reinstalled the suspect multi-function cable, they were unable to duplicate the fault. The device was then returned to zoll for evaluation. After extensive testing, which included exposure to extreme hot/cold temperatures and vibration testing, the reported malfunction could not be duplicated. Although it cannot be firmly established, the reported malfunction may have been a result of a system interconnect problem and was resolved by the disassembly and reassembly of the multi-function cable from the device by the customer's biomed facility. The device passed the final test procedure and was recertified. The device was then forwarded to the zoll stock. The customer received a replacement device.